Event description:
Reporter indicated high lead impedance was obtained for a patient with vns diagnostics testing. The patient was also experiencing increased seizures. The patient has had no trauma and ne medication changes. The patient had vns lead and generator revision surgery performed on (B)(6) 2012. Inserting the lead pin into a new vns generator did not resolve the high impedance so a lead fracture is more likely. Attempts for further information and return of the explanted lead and generator are in progress.

Event description:
Analysis of the vns lead was completed. During the visual analysis the connector ring quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. For the observed fluid remnants found inside the outer silicone tubing, there was no obvious path for fluid ingress other than the cut / torn / abraded open end that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. The electrode array was not returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected.

Event description:
The explanted vns generator and lead were returned for analysis with paperwork indicating the explants were replaced due to a lead discontinuity. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. Analysis of the lead is still pending. All attempts for further information from the reporter have been unsuccessful to date.